Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 269 mg/dl at the time of the incident. The leak was occurred at reservoir after fill tubing. Customer reported that fluid is visible in the reservoir compartment. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.